Event description:
Pencil coagulator in use, layed on field briefly. Had functioned correctly initially. Staff ID. Coag was running with as voluntary initiation. Pt rec'd 2 small burn "dots". To right medial knee. Bovie retented by staff - remained in long, continuous running without being turned on - possibly shorted from cutting to coag during procedure.